Event description:
Related manufacturing ref: 3005334138-2024-00077 during a pulmonary vein isolation procedure, the transseptal needle pierced through the sheath. The sheath was replaced but the same issue occurred. The sheath was replaced again and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. No perforations were noted along the returned sheath and dilator. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty and subsequent device perforation remains unknown.